Event description:
It was reported that during a carotid angioplasty procedure, the filter wire detached. It was reported that "while ending the procedure" the filter wire ex detached, obstructing the artery, causing a thrombosis and a resulting stroke. This involved the superficial territory of the right side of the middle cerebral artery. This was reported to have caused serious physical deterioration and irreversible neurological damage. Additional information has been requested, however none is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.